Event description:
It was reported that a system failure force sensor bridge test was experienced. No patient injury was reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during routine maintenance. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals on bottom case and plunger assembly were missing and the lower left front corner of the top case was chipped out. Review of the event history log showed an occurrence of "force sensor test" error. Functional testing involved running the pump through the power up process as well as checking and testing the force sensor. "Force sensor test" error was found and power up. The investigation determined that the force sensor being out of calibration was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. It was noted that the issue was a result of the customer failing to perform required preventive maintenance and testing on the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.